Event description:
A pt sustained a blood loss > 500 ml following three consecutive clotted filters. The pt was not symptomatic and did not require med intervention. MFR ref report #: 8010182-2014-00067.